Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of two (02) clearlink system non-dehp solution sets dislodged from unspecified total parenteral nutrition (tpn) bags, resulting in some of the tpn spilling onto the floor. This occurred during patient infusion. The tubing spikes "seem to not fit well into the bags of tpn as they become dislodged very easily". There was no report of patient injury or medical intervention associated with this event. No additional information is available.